Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Conclusion] it could not identify the root cause of the reported phenomenon. [Consideration] based on the following information, since the watertight packing / silicone adhesive / silicone parts of the peripheral device was damaged and mixed into the channel, it was presumed that the air/water nozzle of the subject device was clogged. -according to the inspection results of olympus china, it was confirmed that the air /water nozzle of the subject device was clogged with foreign matter. -according to a similar former case, it had been presumed that the nozzle was clogged because the watertight packing / silicone adhesive / silicone member of the peripheral device was damaged and mixed into the channel. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It was confirmed that there was a sign of insufficient or incorrect reprocessing the subject device with clogging the air/water nozzle. In addition, it was reported by the field service engineer of olympus (B)(4) about findings when the subject device had been checked at the user facility as follows; -the air/water nozzle had not been deformed. -the foreign matter in the air/water nozzle had been a kind of black rubber during the reprocessing and perfusion. -it had been done in the correct reprocessing procedure by the user. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found a sign of insufficient or incorrect reprocessing the subject device with clogging the air/water nozzle of the subject device. There was the possibility that the insufficient or incorrect reprocessing subject device might have been used for next procedure. The subject device had been returned to olympus (B)(4) for repair of the channel clogging. There was no report of patient injury associated with the event.